Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log files. The submitted controller event log file contained approximately 4 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6) 2023 from 11:08:33 to 11:09:21 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The submitted controller periodic log file contained approximately 10.5 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The system controller backup battery usage count was observed to have increased from 14 to 19 on (B)(6) 2023 at 11:46:51. This indicates that multiple losses of external power occurred on (B)(6) 2023 between 10:46:51 and 11:46:51; these events appear to be consistent with the reported information of the ac power cord becoming disconnected from the wall outlet while connected to the mobile power unit (mpu). The losses of external power resulted in the backup battery activating to support the system each time. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery usage count increased could not be determined from the periodic log file. There were no other notable events throughout the log files. The pump maintained a speed above the low speed limit throughout the log files. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet, per the reported information. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review found a no external power event on (B)(6)2023 while connected to the mobile power unit (mpu). There were no other unusual events recorded. The no external power event was caused by the ac power cord coming loose from the wall outlet. The mpu remained in service.